Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that in the process of inserting a set it got pulled out of the connector, tubing came off from the head and was in the hand. The site location was 5 inches below belly button and the pump was laying on the table. The infusion was not in use as the issue occurred while changing the set. Reportedly, the infusions were stored in the kitchen. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. In the investigation it was found that the glue in the tubing connector was missing. No further information available.